Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found, also the right cylinder had an aneurysm. The pump and both cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found, also the right cylinder had an aneurysm. The pump and both cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir:(B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It had worn at fold in the proximal end of the cylinder, additionally, the cylinder did not pass the leakage testing due to a bulge when inflated with syringe. The second cylinder had worn at fold in the proximal end of the cylinder. The second cylinder passed leakage test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and was found to have a hole from wear. Ms pump krt did not pass the leakage and activation tests. Based on the information available and analysis results, the bulge identified in one of the cylinders and the pump activation problems could have caused or contributed to the reported clinical observation of mechanical problem.